Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. This report contains supplemental information for mentor psr reference number ip-00455217. On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The second product received is a concomitant device, no further analysis is required. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Reason for device explant and/or reoperation: baker grade iii capsular contracture. Concomitant medical products: a mentor memorygel breast implant 400cc , catalog 3504001bc, lot number 7468666. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and experienced baker grade iii capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 400cc on (B)(6) 2019. This report contains supplemental information for mentor psr reference number ip-00455217.

Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date of the 3500a initial report was reported incorrectly. The actual awareness date was 4/5/2019. The due date for the report was 5/5/2019 . Manufacturer¿s reference number: (B)(4).